Event description:
An optometrist reported a patient that had sensitivity to indoor lights in both eyes two weeks following lasik treatment. The patient reported eyes were uncomfortable and there was no improvement with usage of artificial tears four times a day. The patient's topical steroid drops were increased. Add'l info was rec'd from the center director, who indicated the sensitivity to light resolved. The patient is no longer using steroid drops. There are two medical device files associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).